Manufacturer narrative:
(B)(4).

Event description:
It was reported via teleflex service rep "large helium leak alarm while in use. Pump was swapped out. No patient injury".

Event description:
It was reported via teleflex service rep "large helium leak alarm while in use. Pump was swapped out. No patient injury".

Manufacturer narrative:
(B)(4). The reported complaint of "large helium leak alarm" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the eqr report, the issue was resolved after replacing the pcs assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.